Manufacturer narrative:
The investigation determined that there were no device malfunctions. Production records indicated that guide manufacture occurred per established processes. The guide was returned without the sleeve which had dislodged during surgery. Production records indicate that the guide passed its fit test, as well as the rest of the quality analysis, with no modifications necessary. The doctor had provided a new intra-oral scan to facilitate a guide remake for the patient. The original and remake patient scans were compared using a color map deviation analysis. It was observed that there were significant discrepancies between the original and remake intra-oral scans submitted by the doctor, particularly in the areas where the doctor had reported rocking of the guide. These discrepancies are likely the cause of the fit issue, and a change in patient morphology due to an immediate extraction may have contributed.

Event description:
The doctor laid a tissue flap to extract a tooth at site 30. The doctor attempted to fit the surgical guide in the patient's mouth and observed that it rocked primarily on the left side and could not seat fully. The doctor decided to not proceed with implant placement and grafted the extraction site.